Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. Reportedly, the patient developed a boil in the middle of the sternum. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, complete electrode was returned intact and not severed. The setscrew marks were in the correct location on the terminal pin, and the electrical continuity testing confirmed the conductor was intact. A hipot test passed, indicating no electrical shorts between conductors and visual inspection showed no visible notch next to the sense b electrode. Analysis of the returned product is not able to provide relevant information for infection-related allegations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. Reportedly, the patient developed a boil in the middle of the sternum. No additional adverse patient effects were reported. The implanted lead was explanted.